Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced excessive no delivery alarms. Customer's blood glucose was 500 mg/dl. During troubleshooting, customer was having difficulties. Customer would call back when someone was available in order to continue troubleshooting.